Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, and seroma-late. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported "I had flu like symptoms, seroma developed overnight in the left breast body aches, nausea, did MRI and aspiration (negative) then developed capsular contraction" and "still has burning pain and flu like symptoms". The device was explanted. This record is for the left side.